Event description:
The customer called stating that the numbers on the meter are only showing part of the time. Customer also stated that this happens just once in a while and then it is fine, and that the problem has been occurring since customer replaced the batteries. Replacement batteries were sent to the customer. The customer was invited to contact the 24/7 customer service line. After receiving the replacement batteries, the customer contacted MFR again indicating that the meter still had a problem with missing segments in the display. A request was made to return the meter for eval. In the meantime, a replacement unit has been provided.